Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
On 6/15/2023, it was reported by a facility representative via sems that an ar-3350-4031 4k arthroscope lens was cracked and not giving a clear image. The case was completed by switching out the scope for another. This was discovered during an arthroscopy procedure, with no patient harm.

Manufacturer narrative:
Corrected information: arthrex previously submitted this event as a reportable malfunction out of an abundance of caution. Upon further review and evaluation of associated risk documentation, it has been determined that this event does not meet the criteria of a reportable event under 21 cfr 803.